Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results of 140mg/dl obtained using the subject meter compared to 59mg/dl obtained using a hospital meter, both readings within 30 minutes of each other. In a related complaint a reading of 125mg/dl obtained using the subject meter was compared to a result of 63mg/dl from another device (brand unknown), both readings within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.